Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, the pt reported her insulin infusion headsets are not properly adhering to his skin. She has had to change her headset up to 5 times in one day. She said this has occurred with her current box of infusion sets. She discarded the used infusion sets. She prepares her skin by using alcohol and prep wipes. The pt was educated on the sandwich method. Complimentary infusion sets and transparent dressing were sent to the pt. No blood glucose concerns related to the issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.